Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2007, 407652, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low amplitude r-waves. The lead remains in use and is currently functioning as programmed. No patient complications have been reported as a result of this event.